Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, the lower jaw of a novostitch device would not move, and the tip easily broke off, making it unusable even after replacing the cartridge. All broken pieces were removed from the patient. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the articulation bar for the top jaw fractured. There is biological debris on the device, and the lower jaw is intact. No further testing can be conducted since there is damage hindering inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include application of excess force resulting in a broken linkage between the actuator and upper jaw. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This report was inadvertently submitted under manufacturer report number: 3009131204, correct manufacturer report number is 1219602.